Event description:
The ipp device was removed from the pt due to pain over abdominal reservoir area. A malleable device was implanted. Add'l lot no: 3399p 003, 2297p 008. Add'l ser no: 3399p 003, 2297p 008.